Event description:
Customer reportedly noted the vaporizer's extension rods were sticking. There was no reported pt injury. Investigation/conclusion: the unit was forwarded to the mfg site for investigation. During visual inspection, it was noted the spring and nut on the interlock rod were missing. The exact cause for the missing parts could not be determined. According to the co's records, this unit was originally shipped to the customer on 3/12/97. This is the first MDR involving a tec 6 vaporizer wherein the cause was due to a missing interlock rod spring and nut. The user is to ensure that, when the vaporizer dial is turned on, the dial of no other vaporizer mounted on the same manifold can be turned, as stated in the tec 6 vaporizer operation and maintenance manual. A periodic review of the complaint files was undertaken on 10/15/98. Further consideration of this complaint has resulted in a more conservative MDR approach, thus yielding this MDR filing.